Event description:
Five people reported having had a "skin rash" while wearing latex surgical gloves. No reported medical intervention. No permanent impairment. This is five (5) of five (5) medwatch forms being filed for this event.